Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a journal article, that a patient was implanted an unknown wagner revision stem on an unknown date. The patient underwent a revision surgery on an unknown date due to unknown reasons. (Journal article: mallmin, hans: a cross-sectional study with 6-20 years follow -up of uncemented wagner revision stems. Reoperations bone mineral density, bmd and clinical evaluation, in: abstracts from 11th ehs congress stockholm - sweden, 9 - 11 october 2014).